Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 5.0 mg/ml; 0.4696 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was approximately (B)(6) 2017. It was reported the patient missed her appointment by a week for the pump refill. When the patient last went in for a pump refill she was expecting there to be no medication in the pump. There was a lot of medication in the pump and the patient was in a lot of pain. The patient went through withdrawal "like you would not believe". The patient was as sick as a dog with other medical issues and ended up in the emergency room. The patient went every 6 months to get her pump filled and prior to all the laws. The doctor that implanted the pump would make her get the pump refilled once a month. The patient was not very happy about this and "it was terrible with the huge pump in her". After the doctor filled up the pump, the pump was registering "nothing" and they determined that the battery died in the pump ((B)(6) 2017). The patient needs a pump replacement and wanted to know if there was a smaller pump then what she already has. For the past 5 days, the doctor had her trying morphine. The patient was not allergic to morphine, so the doctor was thinking of changing the medication in the pump to morphine. The patient indicated it was because the dilaudid does not last as long. The patient had 2 fusions prior to having the pump; one in the neck and one in the lower back and was getting no pain control in those two areas. The patient¿s neck ¿can be as bad¿ and her back sometimes with the pain. The patient was on a small dose of oral medication. The patient was to follow up with their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via the manufacturer representative (rep). It was reported that the rep reported an empty pump. Patient decided to abandon therapy months ago due to previous device issue so the pump was never refilled after that. It was stated that pump wasn't working 6 months ago (the rep did not know what the issue was). Patient ended up in emergency room (ER) due to the device not working, not the empty pump alarm. Patient had a symptom of withdrawal-throwing up. No further complications were reported. Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the pump went into safe state and patient had withdrawal syndrome. The patient's weight at the time of the event was unknown. No further complications were reported. Additional information was received from the healthcare professional (hcp) manufacturer representative (rep). It was reported that the cause of safe state was unknown. The patient mentioned that the device wasn't working months ago. The rep wasn't made aware of any issues until the date ((B)(6) 2017) she called the technical support specialist (tss). The logs didn't go far enough back as the pump kept going in and out of safe state. No further complications were reported.